Event description:
Reporter alleged discrepant blood glucose results of 340 mg/dl back to back with a result of 145 mg/dl when testing was performed one test immediately after the other one on the active system. The location of the testing was not provided. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Active system: meter and active test strip lot number of 22944531 with expiration date of 12-31-2007.